Manufacturer narrative:
(B)(4). Batch # u5dy5w component code: others(g07) investigation summary the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with no apparent damage and with five gst60b (gen ii) reloads present. The reloads were received with no apparent damage and sterile. After further analysis the articulation mechanism was noted to be damaged as would not hold the articulation setting. The manual override door was out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and the returned reloads were opened and could not be forcibly installed into the channel of the device. The device was tested for functionality in the straight position with a test reload (gen I) and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple form release criteria. The device was disassembled to verify the internal components and the articulation bar was noted to be damaged. As part of our quality process, the manufacturing records of this batch was reviewed, and the manufacturing standards were met prior to the release of this batch. It should be noted that product failure is multifactorial. The event described was not confirmed as the device fire and formed the staples as intended. However , it is possible that an outside the normal use force was applied on the distal jaw creating a torque on the articulation components and breaking the articulation bar. The high installation force noted on the returned reloads is related to the channel and reload interaction due to insufficient machining of the channel, this has been correlated to a manufacturing process.

Manufacturer narrative:
(B)(4). Medical device: batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. What were the indications for surgery? Hemicolectomy dx. Did the patient undergo any preoperative radiation or chemotherapy? No he didn¿t. What is meant by ¿didn't apply the clips properly¿? The first time some clips didn¿t work on the anastomosis so the surgeon changed the second reload for another application but in the night also that reload didn¿t apply the clips correctly. Please describe the staple form. What was done to address the issue intraoperatively? The surgeon changed the reload and the impression was that it was good at the beginning but in the night some clips fell what was found and reoperation and how was it addressed? The patient had a lot of pain in the night and when he returned in or the surgeon saw that the anastomosis was open. Is the device being returned for analysis? Yes. What is the current patient status? Now he is well. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a right laparoscopic hemicolectomy the stapler with gst60b reload didn't applied the clips properly and so the anastomosis reopened. During the night the patient was subjected to a new surgery because the anastomosis had opened again.